Manufacturer narrative:
The horizon small clip applier instrument used during this event was not received for failure analysis investigations. Note: this medwatch report (MDR) is being submitted for the first horizon small clip applier instrument that deviated and turned about 90 degrees off to the right rather than releasing the clip. Refer to MDR with MFR. Report number #2955842-2026-27800 for MDR submission of the second horizon small clip applier instrument that deviated and turned about 90 degrees off to the right rather than releasing the clip. Refer to MDR with MFR. Report number: 2955842-2026-27799 for MDR submission of the bleeding resulting with a conversion to open surgery.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the subclavian artery was injured and required the procedure to be converted to open. The tumor was in the upper lobe and had infiltrated a portion of the chest wall. When resecting the tumor at the apex of the lung, the subclavian artery was accidently nicked. With the bleeding being minimal at first, the surgeon requested a small clip applier. The event occurred when the surgeon was squeezing the master tool manipulator (mtm) to apply a clip with a horizon small clip applier instrument. The clip applier instrument deviated and turned about 90 degrees off to the right rather than releasing the clip. The clip applier instrument was swapped out for another one and the same incident occurred. With bleeding increasing, the surgeon decided to convert the case to open surgery. Once converted, the surgeon was able to get adequate control of the bleeding and finish the dissection. The patient lost about 500 to 600ml of blood, received 4 units of blood, and was transferred to the intensive care unit (ICU) post operatively. The patient has since been discharged home and reported to be recovering well.